Event description:
It was reported that the right ventricular lead had loss of capture. It was also noted that the patient was experiencing diaphram stimulation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.